Event description:
It was reported "ac3 screen very dim and no hard keys or touch screen functional, but pumping 1:1". Additional information states that the pump console was swapped with another to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the reported complaint of "ac3 screen very dim" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the external dvi cable was replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the dim screen. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "ac3 screen very dim and no hard keys or touch screen functional but pumping 1:1". Additional information states that the pump console was swapped with another to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".